Manufacturer narrative:
No device analysis is available because the device was not returned. The cause of the reported event cannot be conclusively confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an implant procedure, the sensor was deployed in the left pulmonary artery. After deployment when attempted to remove the wire, the sensor moved with it and went to the right atrium. Then when the patient was in holding and got a chest xray, the sensor moved itself back to the right pulmonary artery. It was able to get valid readings. The physician does allege there was a clinically significant delay in the procedure.